Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3. Patient country: south africa.

Event description:
Unomedical reference number (B)(4). Event occurred in south africa. On 16-may-2024, it was reported by the patient that three infusion set cannula was kinked within 3 hours of insertion due to which hyperglycemia occurs. High blood glucose level was 19 mmol/l. Infusion set was placed in abdomen. Event occurred between 05/16/2024 and 05/18/2024. Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.